Event description:
Patient reported not enough milk production and "blood in breastmilk". Healthcare professional later reported rupture. This file is for the left side. No treatment was reported. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2013. The event of breastfeeding difficulties is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: breastfeeding difficulties.

Event description:
Patient reported not enough milk production and "blood in breastmilk," side not specific. This file is for the left side. No treatment was reported. Device explanted. Later, healthcare professional reported rupture and lump along the inferior aspect of the left breast, breast mass on the left, 5:00, 1 cm from the nipple, the palpable lump is an 8 x 2 x 5 mm complicated cyst for left side.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe since it is not related to the device. Breastfeeding difficulties: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported not enough milk production and "blood in breastmilk,". Healthcare professional later reported rupture. This file is for the left side. No treatment was reported. The device has been explanted.